Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon interrogation, the right atrial lead exhibited noise. It was noted that the lead had a history of noise reversion episodes which could be reproduced in the clinic with isometrics. The lead exhibited erratic impedance measurements in bipolar mode. The patient was not dependent and had not experienced any symptoms. The noise was high with amplitude and could not be completely programmed around. The lead remained implanted, no additional information was reported.